Event description:
Nursing staff noted that the epidural catheter came apart from the connector. The catheter was going into patient's back while patient was lying on the bed, becoming contaminated. Due to a known issue and recall, this has been occurring frequently across all sites of the health system. The manufacturer recommends taping the connection site while they work towards a solution, however the tape is not fully effective. The patient in this event required 5 attempts before this catheter was successfully placed and became contaminated. Manufacturer response for catheter set, epidural, perifix fx (per site reporter): the issues are known by the manufacturer and the product has been recalled. At this time, the recommendation is to tape the connection site. B braun is working on a permanent solution.